Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor" error message was reported with the adc device. The customer experienced a loss of consciousness, and an unspecified medication was given for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor" error message was reported with the adc device. The customer experienced a loss of consciousness, and an unspecified medication was given for treatment by a third-party. There was no report of death or permanent injury associated with this event.